Event description:
Reporter indicated intermittent communication with the generator. It was reported that the battery for the wand was checked and determined to be working properly. It was also reported that communication was consistently established using a different wand. The programming wand has been returned to the MFR and is pending product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.